Event description:
I began showing symptoms of covid on wednesday, december 8th. Symptoms got worse and so I got tested on friday, december 10th with both a rapid (nasal swab) and throat pcr test. The rapid came back positive and the pcr results came back negative. I have been isolating at home since my positive result. Over saturday and sunday I no longer have a fever, but I do have a cough and lost all sense of taste and smell. However, this monday I went and got another rapid (nasal swab) and pcr (nasal this time) test. The rapid has come back positive. I am reporting the false negative the pcr from friday. Administered by (B)(6) public health. FDA safety report ID# (B)(4).